Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not working. The customer¿s blood glucose was unknown at the time of incident. The customer stated the act button did not had any spring to it any longer. The customer stated that time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.